Event description:
It was reported that during an ureteroscopy procedure for kidney stones the physician was using the fiber for approximately 4 minutes before the fiber fractured 3' distal to the insertion point of fiber through scope. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during an ureteroscopy procedure for kidney stones the physician was using the fiber for approximately 4 minutes before the fiber fractured 3' distal to the insertion point of fiber through scope. The procedure was completed using an alternate device. There were no patient complications.